Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The device was received and tested. Performed service and repair functions. Reviewed service history. Attach box label and electrical safety. The unit was evaluated and the reason for return : " chamber filling to high" could not be duplicated. The unit passed all diagnostic tests, functional tests, and is fully operational. This device was produced prior to the closure of the fms facility in (B)(4) and therefore will not have a DHR review preformed. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an unspecified surgical procedure, it was observed that the fms solo pump device was filling the chamber to high. According to the reporter, there was increase in water volume and the device did not work. It was reported that the surgery was completed by switching to another pump with an unspecified minor small delay enough to exchange pump. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.